Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory it was noted that the battery voltage was to low to be put through test. Review of data from the device's memory found no evidence of a device malfunction regarding the cause of inappropriate shock.

Event description:
It was reported that there were two different instances where the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to ventricular tachycardia (vt) that was below the rate cut off. Oversensing resulted in the shocks being delivered. The shocks successfully converted the patient's vt. No programming changes were made at the time. Additional information was received approximately six years later that two months after the previous inappropriate shocks the patient presented to the emergency room after receiving another shock. Review found that the shock was inappropriate due to cardiac oversensing. No programming changes were made and the patient was instructed to increase amiodarone and follow up as outpatient. At that time the s-ICD remained in service. The s-ICD was explanted years later for a separate issue reported on report (B)(4).

Event description:
It was reported that there were two different instances where the patient received an inappropriate shock from the subcutaneous implantable cardioverter defibrillator (s-ICD) due to ventricular tachycardia (vt) that was below the rate cut off. Oversensing resulted in the shocks being delivered. The shocks successfully converted the patient's vt. No programming changes were made at the time. Additional information was received approximately six years later that two months after the previous inappropriate shocks the patient presented to the emergency room after receiving another shock. Review found that the shock was inappropriate due to cardiac oversensing. No programming changes were made and the patient was instructed to increase amiodarone and follow up as outpatient. At that time the s-ICD remained in service. The s-ICD was explanted years later for a separate issue reported on report (B)(4).